Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and an evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The customer requested an event log review. The customer reported that a dilaudid pca syringe was found empty sooner than expected (vs possible patient tampering). Doctor's orders were 0.125mg pca only with 15 minutes lockout and max limit 0.5mg per hour. The concentration was 2mg/1ml in a 25ml syringe. A new syringe was hung at 0200 on (B)(6) 2014. Pca was programmed and confirmed by patient's nurse and nurse supervisor. The two nurses confirmed the patient was able to administer a dose, that the syringe was properly loaded and the door locked. At 0215 on (B)(6) 2014, the nurse noticed that the pca channel was "blinking red" with a message "check syringe set up." The nurse opened the door and noticed the syringe was placed incorrectly between the plunger grippers and driver head; this was witnessed by two nurses. There was 6ml of dilaudid "missing from the syringe", when only 0.125mg should have been delivered. The pca infusion was discontinued. The nurse felt the patient was clinically stable and that no harm had occurred because the patient remained alert and responsive and no medical intervention occurred. No further patient or event information was reported.